Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident, therefore a root cause could not be determined. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that when injecting with a bd 1ml syringe luer-lok¿ tip, there was a leak at the luer tip in the syringe . The following was reported, "rn at clinic called to report that on monday, (B)(6) 2019, rn was injecting a child patient when there was a leak at the luer tip in the syringe. She mentioned that bd safetyglide needle #305916 (lot # 8298534) was being used, but did not state any complaints against the needle, only that it was securely fastened and the leak occurred at the luer lock tip. Patient had to be re-injected, loss of product but no injuries, only an inconvenience."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when injecting with a bd 1ml syringe luer-lok¿ tip, there was a leak at the luer tip in the syringe. The following was reported, "rn at clinic called to report that on monday, (B)(6) 2019, rn was injecting a child patient when there was a leak at the luer tip in the syringe. She mentioned that bd safetyglide needle #305916 (lot # 8298534) was being used, but did not state any complaints against the needle, only that it was securely fastened and the leak occurred at the luer lock tip. Patient had to be re-injected, loss of product but no injuries, only an inconvenience."